Manufacturer narrative:
Reported event: an event regarding abnormal ion level involving a metal head was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the subject device has been identified to be within scope of nc and CAPA. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his left hip on or about (B)(6) 2010. It is further alleged that he suffered injuries as a result of implantation of the device at issue, device recall and excessive levels of chromium and cobalt in his blood. Patient has not yet scheduled a surgery for explantation of the femoral head at issue.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not available.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his left hip on or about (B)(6) 2010. It is further alleged that he suffered injuries as a result of implantation of the device at issue, device recall and excessive levels of chromium and cobalt in his blood. Patient has not yet scheduled a surgery for explantation of the femoral head at issue.

Manufacturer narrative:
Reported event: an event regarding wear/metallosis and altr/abnormal ion level involving a metal head was reported. The event was confirmed via clinician review of the provided medical records. Method & results: product evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant indicated: "I can confirm that the patient underwent a primary total hip arthroplasty in 2010 since I was able to review the implant sheets which showed the stryker implants. I also can confirm the revision surgery in 2019 since I was able to review the operation report. Root cause analysis: the root cause of this event cannot be determined with certainty. The causes of adverse local soft-tissue reaction are multifactorial including surgical technique, especially in the way that the femoral head and trunnion are prepared and inserted, patient factors including activity level and bmi and implant factors. I did not have the benefit of the original operation report to review the handling of the femoral head and the trunnion in preparation or insertion." Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to pain, elevated chromium and cobalt levels, and local tissue response consistent with metal on metal failure. The subject device has been identified to be within scope of nc and CAPA. Lot specific voluntary recall pfa 1757583 was initiated for the lfit v40 cocr heads within scope of nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his left hip on or about (B)(6) 2010. It is further alleged that he suffered injuries as a result of implantation of the device at issue, device recall and excessive levels of chromium and cobalt in his blood. Patient has not yet scheduled a surgery for explantation of the femoral head at issue. Update per medical records received: the patient was revised on (B)(6) 2019 due to pain, elevated chromium and cobalt levels, and local tissue response consistent with metal on metal failure whereby the femoral head and liner were revised. Intraoperatively, the trunnion had some evidence of corrosion but was cleaned aggressively and the stem was left implanted.